Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of an ophthalmic forceps was unable to close properly during a surgery. The surgery was completed successfully by replacing the forceps with another one. There was no report of any patient harm.

Manufacturer narrative:
The other five samples from the six-box were tested according to the manufacture's specification (visual tip-tube bond quality, functionality). All five samples were functional. The products met specification. Customer's complaint cannot be confirmed for the five samples. The customer's complaint is confirmed for the used sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Six samples are received at investigation site. Only one sample was used, the other ones are still welded. In this investigation, will only the impacted one tested. The sample is received with inner blister and cover foil showing the lot information, but without the outer blister. The sample shows no macroscopic signs of damage. The sample shows signs of surgery residues and is returned in a opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).